Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that the patient underwent an eye procedure on (B)(6) 2016 and the suture was used in the sclera tissue layer. During the procedure, the doctor felt the needle was more ductile or bent. The procedure was completed using the product on hand. There were no patient consequences reported.